Event description:
There was no pt involved in this event. This device malfunctioned because it issued a low battery warning. A device with this fault mode, if left undetected could result in the battery becoming depleted.